Manufacturer narrative:
Device evaluated by manufacturer. The device sample was not returned for evaluation at the time of this report. Investigation incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the circuit was cracked and was leaking after being placed on a pt. Circuit was changed out. No pt injury reported.